Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2023 when it was reported, ¿discovered during surgery that the vcare plus where broken in the gluing where the distal part is fixed. Therefore, the vcare where unusable as a uterus manipulator.¿. The procedure was completed with a 7-minute delay using another vcare device. Assessment questioning found that the meaning of the report is that the handle spun freely and there was no fragmentation of the device. A reference to ¿further damage¿ in the report was found to pertain to the use of another device being used to remove the uterus and not injury to the patient. The patient is listed as "back home after a successful surgery". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 92 complaints, regarding 108 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2023 when it was reported, ¿discovered during surgery that the vcare plus where broken in the gluing where the distal part is fixed. Therefore, the vcare where unusable as a uterus manipulator.¿. The procedure was completed with a 7-minute delay using another vcare device. Assessment questioning found that the meaning of the report is that the handle spun freely and there was no fragmentation of the device. A reference to ¿further damage¿ in the report was found to pertain to the use of another device being used to remove the uterus and not injury to the patient. The patient is listed as "back home after a successful surgery". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.